Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; the anchor c diam.3.5mm self drilling 8mm screw was confirmed to have damaged locking ring. No relevant manufacturing issues were identified as all released units met stryker specifications. The established causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.

Event description:
It was reported that; the ring on the screw came off while being inserted. A portion of the screwdriver tip broke off. All parts were recovered.

Event description:
It was reported that; the ring on the screw came off while being inserted. A portion of the screwdriver tip broke off. All parts were recovered.